Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip tips to be bent. One grip was bent which caused side to side misalignment of the grip. There was a 0.048 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's pitch cable to be frayed. Both the pitch up and down cables were frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the additional finding of the frayed cables found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was observed that the tips were bent and misaligned on the maryland bipolar forceps instrument. The device was not used on a patient and there was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.